Event description:
The customer reported that at the beginning of a hysterectomy, a small piece of device insulation fell into the patient and was retrieved using bipolar forceps. The device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Covidien reference #: (B)(6). Date of initial report: (B)(6)2010. The sample has been requested, but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.